Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the displayw indow and cracked reservoir tube window corner.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 414 mg/dl. He/she corrected his/her blood glucose level with an insulin pen. He/she was unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product will return. Nothing further to report.